Manufacturer narrative:
The ICD and a fragment of the lead under complaint were returned and subjected to an extensive analysis. Upon receipt, the ICD was interrogated, revealing the battery status mol2. The ICD was implanted for 90 months and 39 charging cycles were recorded to the ICD's memory. The memory content of the device was analysed. During the analysis of the available iegms, noise was observed in the right ventricular channel, which led to two shock deliveries. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. The specified energy level was reached. Subsequently, the lead was inspected. The lead was cut 52 cm proximal to the lead tip. Only the distal fragment was received for analysis. During the visual inspection, multiple signs of wear could be found along the lead body. 17 cm proximal to the lead tip, the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation of noise leading to shock delivery. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subjected to severe mechanical stress due to constant friction against another implantable device, such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore, the lead demonstrated tissue residuals along the lead body, as well as severe extraction damages. The distal part of the lead was stretched. The conductor cables were partly coiled and pulled out of their lumens. Additionally, the conductor cable to the rv shock coil and the conductor cable to the ring electrode were found torn apart. Both shock coils were deformed. These damages most likely resulted from tensile forces applied during the extraction of the lead, presumably due to significant ingrowth of the lead in the implanted state. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 90 months, oversensing with inappropriate therapies was reported. The lead and device were explanted.